Event description:
It was reported that during a ptca/stent procedure of a left anterior descending/diagonal bifurcation a kissing balloon technique was used to predilate the vessel. A tetra was deployed in the left anterior descending which jailed the diagonal so a guide catheter and balloon were pushed through the deployed stent in an attempt to stent the diagonal. The stent was opened; however, resistance was observed during removal into the guide catheter. It was impossible to re-advance the balloon after a controlled contrast injection so all the devices were removed as a single unit. Once outside the pt, it was noticed that the tip of the crosssail was separated and found on the guide wire.